Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, b7, g3, g6, h1, h2, h6, h10. The following sections were corrected: d1, d2, d4, g4.

Event description:
It was reported that patient underwent right total hip arthroplasty and was subsequently revised 10 years later due to pain, instability, cup migration, liner wear, and metal related pathology. Operative note reported instability due to poly liner damage with vertically orientated acetabular component. Metallosis 2nd trunnion wear modular neck and stem interface. Tissue stained with gross greyish black metallosis type tissue on both acetabular and femoral components. Cup. Liner, head and stem revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b2, b4, b5, d4, g3, h1, h2, h3, h6 reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure due to pain, instability and metal related pathology. Right hip posterior instability due to poly liner damage with vertically orientated acetabular component metallosis 2 nd trunnion wear at modular neck & stem interface. Right hip instability with occasional aches/pains; while golfing noticed clunking & clicking sensation. Tissues stained with gross greyish black metallosis type tissue. Attempted to remove neck from trunnion but was not easily removable. Removed cup ¿ noted well-fixed in several areas (50%), but noted no bone attached upon removal. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: h2, h3, h4, h6, and h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: 00801803602, lot: 63458681. Part: 00771101100, lot: 63393762. Part: 00875705401, lot: 63385841. Part: 00875101136, lot: 63382587. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00503. 0001822565-2020-03883. 0001822565-2020-03882.

Event description:
It was reported patient underwent a right hip revision procedure approximately nine years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.